Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No unexpected alarm noted. Pump passed all operating currents tested within the spec range and passed off no power test. Unit had corrupted history file alarm in alarm history file. Corrupted history file alarms due to corrupted history files. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and displayable history crc check failed on startup. The customer's blood glucose level was unknown at the time of incident. The customer reported receiving the alarms after a battery change. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.